Event description:
During a routine device exchange procedure, high pacing impedance was observed on the left ventricular (lv) lead after connecting it to the replacement device. The pacing impedance then dropped and a loss of capture was observed. The device was reprogrammed and all electrical measurements returned to acceptable ranges. The procedure was completed as normal. The patient was in stable condition.